Event description:
Bags of pureflow b solution 5000 ml hemodialysis solution had holes directly on the seam that separates the two liquids while in the bag. When seam was opened to let 2 liquids mix within bag, the liquids were able to empty out of hole.